Event description:
It was reported that during a gastric bypass procedure, ¿I have been told during this procedure, there was more bleeding than expected vs the manual linear stapler device, requiring using clip appliers." A different device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc.)? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?